Event description:
It was reported that double beep no cassette alarm occurred during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found signs of fluid ingression found on device. The tamper seal was intact. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation. However, fluid ingression on the downstream sensor was found to have caused the double beep - no cassette attached. It was recommended that the downstream sensor to be replaced as corrective action. The root cause of the reported issue was unknown. The product is beyond 13 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).